Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. An actual sample was returned for investigation with inflation funnel site was already cut. From complaint description, it was reported that "the balloon did not deflate". Visual examination on the catheter did not reveal any obvious defect or abnormality. There was no sign of kinking, clamp mark or collapse lumen observed throughout the shaft. Functional testing was conducted and based on the analysis, it was noticed the balloon had already been pierced as water was seeping out from the balloon upon we introduced water into the inflation airline. Since water could pass through the airline without any difficulties faced, it was indicating that there was no blockage inside the inflation airline. Further analysis on the inflation airline also did not find any defect which can lead to non-deflation failure. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint could not be confirmed. However, non-deflation could be occurred due to several reasons such as it was being bent or kinked during the usage, blockage inside the inflation airline, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem of non-deflation.

Event description:
It was reported that the balloon did not deflate. Additional information states that the patient experienced pain during removal and the removal procedure was complicated and prolonged. The patient's current condition is reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon did not deflate. Additional information states that the patient experienced pain during removal and the removal procedure was complicated and prolonged. The patient's current condition is reported as fine.